Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The device received with scratched lcd window. Unit received cracked case display window corner. The device was received with cracked battery tube threads. The device was received with cracked reservoir tube lip. The insulin was received with scratched reservoir tube window. Unit received with cracked lcd window. Unit received missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.